Manufacturer narrative:
Annex c - inv findings desc 1 updated from c22 - appropriate investigation findings term/code not available to c19 - no device problem found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the medical grade power supple (mgps) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mgps was analyzed and found in system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed and tested on the printed circuit assembly (pca) test system. The system started without any errors. Then 10 power cycles were performed and the system works normally without any issues. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that arm three shuttered and went yellow. The customer also saw that the secondary surgeon side console (ssc) did not have any power. The customer did not have time to troubleshoot, as they were in the middle of the case. The customer was continuing with one ssc. The procedure was completing as planned with no reported injury.